Event description:
This lead was attempted to be implanted on (B)(6) 2011. It was not used as it was too thick for the patient anatomy and the md had difficulty placing it. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).